Event description:
Additional information received from the manufacturer representative reported that the patient had decided that not to have another device implanted at the time of the report.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturing representative reported that during a replacement surgery, the physician made 4 attempts to replace one of the leads and it was not successful. The decision was made with the patient awake to cancel the surgery and send him for a neurosurgical consult of another lead. Indications for use include failed back surgery syndrome. If additional information is received, a supplemental report will be sent.